Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the saw was dropped on the floor and the blade guard broke off. As result, an alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.